Manufacturer narrative:
Citation: hass na the risk of bacterial endocarditis after percutaneous and surgical biological pulmonary valve implantation send to int j cardiol. 2018 oct 1;268:55-60. Doi: 10.1016/j.ijcard.2018.04.138. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the risk of bacterial endocarditis after percutaneous and surgical biological pulmonary valve implantation. All data were collected from a single center between 1st of january 2010 until 31st of december 2015. The study population included 246 patients (predominantly male; mean age 16 years), 106 patients received contegra graft, 5 received hancock valve and 29 patients received melody valve. The serial numbers were not provided. Among all patients one patient (#10) who was implanted with contegra contracted endocarditis 26 months post-implant and was treated with antibiotic therapy. Subsequently, the patient died due to severe staphylococcus aureus sepsis. Insufficient information received to reasonably suggest that the device caused/contributed to this death. Among all patients adverse events attributed to contegra included endocarditis; adverse events attributed to hancock included endocarditis and adverse events attributed to melody included endocarditis and right heart failure. Based on the available information, these adverse events may have been attributed to medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.